Event description:
Paramedics responded to a person described as "fainted" and down for approx 10 minutes. The pt was connected to the device and diagnosed as in fine ventricular fibrillation versus asystole. The pt was shocked twice then transported to the hosp emergency dept but was not resuscitated. According to the rptr, eight times during the code, the device was charged to deliver a shock but then removed the charge of its own accord before the discharge buttons could be pushed. No adverse affects to the pt were reported as a result of the alleged malfunction.